Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8099603. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200757211] noted that did not pertain to the complaint.

Event description:
It was reported that the syringe 0.3ml vet u40 29ga 12.7mm 10bag experienced foreign matter contamination.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml vet u40 29ga 12.7mm 10bag experienced foreign matter contamination.